Manufacturer narrative:
Analysis results were not available at the time of this report. A f/u will be sent when analysis is completed.

Event description:
The MFR's rep reported that after proper placement of the spinal catheter segment, the stylet could not be removed from the catheter (the needle was still in place). Even with the needle pulled back 1 or 2 cm, the stylet was stuck. When force was applied to remove the stylet, it was stretched and destroyed in the process. The distal catheter was then replaced by a revision catheter set, the stylet of which could be removed easily. The pt had to experience another lumbar puncture to place the second distal catheter piece. The pt outcome was reported as "fine". The drug contained in the pt's pump was morphine sulfate (20 mg/ml) delivered at an unknown dose.